Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 61.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities with the outer and inner shaft. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft kink occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected for dilation. During unpacking, outside patient's body, it was noted that the shaft of the device was kinked. No patient complications were reported. However, returned device analysis revealed shaft break.